Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Pump¿s history and trace files downloaded successfully using thump software. No "no delivery" alarms noted in the pump history files. No motor alarms noted in the pump history or long trace files or during testing. No damage noted at the electronic assemblies during visual inspection. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and pillowing keypad. Alleged insulin flow block alarms not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, no delivery/occlusion alarm, charge/battery lasts less than expected, change sensor/bad sensor. The customer reported no adverse event. The event involved product(s) mmt-244a, mmt-332a, mmt-1884, mmt-7841zn, mmt-7040a. Customer reported the transmitter battery was not lasting as long as expected. Customer reported a past insulin flow blocked alarm. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-244a. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-7841zn. No product return is required for mmt-7040a.